Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = sample ID (B)(6), sample ID (B)(6), sample ID (B)(6), sample ID (B)(6), and sample ID (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false reactive alinity s anti-hbc results for two organ donors. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): sample ID (B)(6), 21-month-old positive for influenza a, initial result, on (B)(6)2025, was 2.01, repeat results were 2.06 and 2.20 s/co. The sample was retest, under sample ID (B)(6), and the results were 2.14, 2.08, and 2.09 s/co. A different sample was tested, sample ID (B)(6), on (B)(6)2025 and the results were 1.36, 1.43, and 1.37 s/co. Another sample was tested, sample ID (B)(6), on (B)(6)2025, and the results were 1.02, 0.99, and 1.02 s/co. The hbsag result was negative. The donor was also tested using a vitros assay and the result was nonreactive. The nat result was negative. The donor was positive when tested with a vitros hbsab assay, which the customer is assuming the donor was vaccinated against hepatitis b based on that result. The donor had both kidneys harvested and transplanted to another patient. Sample ID (B)(6), 15-year-old positive for influenza a, initial result, on (B)(6)2025, was 2.10, repeat results were 2.13 and 2.19 s/co. The hbsag result was negative. The donor was nonreactive when tested with the vitros hepatitis b core antibody igm assay. The donor was vaccinated for hepatitis b in 2009. The nat result was negative. The donor had both kidneys and liver harvested and transplanted to another patient. There was no impact to patient or donor management reported.

Manufacturer narrative:
Section d4 lot # updated from 63340be00 to 61048be00, expiration date updated from 2025-06-28 to 2025-04-16, and primary UDI number updated from (B)(4). Section h4 device mfg date updated from 2024-04-24 to 2024-02-28. The complaint investigation for false reactive alinity s anti-hbc results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. A review of tracking and trending for the product and the likely cause lot did not identify an increase in complaint activity. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the likely cause lot number, 61048be00, and complaint issue. Across the whole blood and plasma monitoring group, the initial reactive rate (irr), repeat reactive rate (rrr), and specificity (assuming zero prevalence) observed for lot 61048be00 at the customer site and their peer sites is within product requirements and comparable to other lots analyzed in the comparison. The whole blood and plasma monitoring group: irr: 0.308%, rrr: 0.302%, irr - rrr: 0.006%, specificity: 99.698%. At gift of hope (USA) and peer sites, the specificity performance of ln 6p06-60 lot 61048be00 is within package insert representative data for cadaveric specimens. The overall reactive rates of list number 6p06-60, lot number 61048be00, at gift of hope (USA), applicable peer sites, and across a whole blood and plasma screening monitoring group were collected and assessed. Gift of hope (USA): irr: 5.292%, rrr: 5.153%, irr - rrr: 0.147%, specificity: 94.847%. Peer sites: irr: 2.659%, rrr: 2.642%, irr - rrr: 0.017%, specificity: 97.358%. The pattern of specific markers in this case (negative nat results along with nonreactive hbsag) are consistent with an immune response to hepatitis b virus. Anti-hbc reactivity can be seen in the setting of prior exposure to hepatitis b or during the window period of infection (after waning of hbsag). The associated hbc igm non reactivity reported by the hospital lab reflects a non-acute process. This reactive hbc result could also represent a mutant hepatitis b virus (thus evading hbsag detection), or an ongoing occult infection although neither of these scenarios are consistent with undetectable nat. Alternatively, false biologic reactive anti-hbc results are a possibility in this complaint scenario and cannot be ruled out. Customer site reports high fevers in the setting of influenza a. Clinically significant infections may trigger a strong inflammatory response which can form cross-reacting antibodies. The association of false biologic reactive results in immunoassays with conditions characterized by an underlying immune response has been documented. Correlation with donor vaccination, clinical condition, and infectious disease exposure history is recommended. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, alinity s anti-hbc, lot number 61048be00, is performing as intended and no systemic issue or deficiency was identified.

Event description:
The customer observed false reactive alinity s anti-hbc results for two organ donors. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): sample ID: (B)(6), 21-month-old positive for influenza a, initial result, on (B)(6) 2025, was 2.01, repeat results were 2.06 and 2.20 s/co. The sample was retest, under sample ID (B)(6), and the results were 2.14, 2.08, and 2.09 s/co. A different sample was tested, sample ID (B)(6), on (B)(6) 2025 and the results were 1.36, 1.43, and 1.37 s/co. Another sample was tested, sample ID (B)(6), on (B)(6) 2025, and the results were 1.02, 0.99, and 1.02 s/co. The hbsag result was negative. The donor was also tested using a vitros assay and the result was nonreactive. The nat result was negative. The donor was positive when tested with a vitros hbsab assay, which the customer is assuming the donor was vaccinated against hepatitis b based on that result. The donor had both kidneys harvested and transplanted to another patient. Sample ID (B)(6), 15-year-old positive for influenza a, initial result, on (B)(6) 2025, was 2.10, repeat results were 2.13 and 2.19 s/co. The hbsag result was negative. The donor was nonreactive when tested with the vitros hepatitis b core antibody igm assay. The donor was vaccinated for hepatitis b in 2009. The nat result was negative. The donor had both kidneys and liver harvested and transplanted to another patient. There was no impact to patient or donor management reported.